Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the light guide fiber bundle (lcb) was broken. Based on the result, we concluded that it was caused due to the excessive force applied on the lcb. Correction information: g6: follow up #1 h6: coding changed based on the investigation result.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Image to dark, lcb reduced to 10 / 80%. This event occurred at the time of before use. There was no report of patient harm.